Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the motor device was broken and not working. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in the scheduled surgical procedure or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device passed all specifications. However, during evaluation, it was observed that there was damage to the lock cylinder and pawl release from improperly using the disconnect sleeve while the device was in use. It was determined that the damage to the components caused the intermittent operation of the safety mechanism. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to component damage caused by user error, abuse and/or misuse. If information is obtained that was not available for the initial medwatch, a supplemental medwatch will be filed as appropriate.